Manufacturer narrative:
Conmed received the damaged mini-revo driver for evaluation on 04-aug-2015 and visual inspection found the tip of the driver did not break, but rather the metal tip was damaged/deformed. The damage condition observed on the tip of the driver gave an indication that the anchor required so much force that the tip of the driver stripped during insertion. This device was manufactured on 01-sep-2009 and shipped to the customer on 02-sep-2009. A review of the device complaint history showed there were no other complaints received. In addition, other than this reported incident to date, there have been no patient adverse events reported regarding any of the reported events. This mini-revo driver is a reusable device that is cleaned and sterilized between uses. In this instance, the exact cause of the tip deformed was unable to be determined. However, this instrument has been in use for nearly 6 years. As with all surgical instruments, over time and normal-heavy use wear and damage can occur to this instrument causing it not to perform at its optimum and may cause or contribute to the tip damaged. This failure mode is addressed in the dfmea and the safety risk has been found to be acceptable. To reduce the risk of tip breakage/damage and injury to the patient, the instruction for use (IFU) for this device provides the following precautions: warnings: instrument may be extremely sharp. Improper handling may result in injury. Additional warnings include those applicable to any surgical procedure. In general, careful attention must be paid to asepsis and avoidance of anatomical hazards. Precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged. Instrument is designed for use by surgeons experienced in the appropriate specialized procedures. It is the responsibility of the surgeon to become familiar with the proper techniques for use.

Event description:
The user facility reported that during a shoulder instability repair procedure, the head of an unknown anchor broke off in the pilot hole during insertion and this caused damage to the tip of the minirevo driver. The procedure was prolonged for two (2) hours in trying to remove the broken anchor and waiting for other instruments. Reportedly, after the broken anchor was removed and for some unknown reason, the surgeon did not use another anchor to implant in the same pilot hole, instead the surgery was completed as is, and the patient was instructed to return for a second surgery at a later time. Despite multiple attempts, there was no product information received regarding the alleged "unknown" broken anchor. To date, there has been no additional information received in regard to the mentioned second surgery, the patient's latest condition, and/or any indication that a long term adverse effect has occurred as a result of this alleged incident.